Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had reservoir threading shattered out. The customer blood glucose level was 430 mg/dl at the time of incident. The customer reports that reservoir was not able to locked into the place and reservoir was stuck inside the compartment and would not come out. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.